Manufacturer narrative:
Section a3b section correction. Manufacturer's investigation conclusion: the centrimag console, serial number (B)(6), was evaluated due to the reported event of the motor producing a rattling noise alongside the console¿s screen flickering with no information. The centrimag console was not returned for analysis, and available information for this event indicates that the console operated as intended after the motor was exchanged. The cause of the reported event was isolated to an issue with the returned centrimag motor (evaluated separately), and the root cause of the reported event could not be correlated to an issue with the console. Review of the device history record for centrimag console, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual provides information regarding emergency/troubleshooting in section 10. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was provided that the issue was isolated to the motor only. Troubleshooting was performed with 4 motors and the other 3 motors tested just fine.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that when a pump was on the motor, there was a rattling noise and the console screen glitches and flickered with no information. The motor was changed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.